Event description:
Customer reported the aviva system gave blood glucose results of 569 mg/dl and 599 mg/dl at a time when he was symptomatic of hypoglycemia. Customer was not treated based on the aviva results; daughter called emt's. Emt meter result 15-20 minutes later was 40 mg/dl. Customer treated, transported to hospital for further treatment. A request was made for the return of the system and a replacement was sent.